Event description:
Proudct was used to repair the dura in a pediatric spine procedure. Duraseal was used in conjunction with the product. Pt developed a csf leak 2 days after operation. Pt was finally reoperated on one week after initial operation. Duraseal had completely disappeared and the sutured graft was starting to resorb and csf was leaking at the edge. The physician observed the product to be mushy.

Manufacturer narrative:
An investigation has been initiated based on the reported information.